Manufacturer narrative:
The lot number is unknown. This information will be provided in a supplemental report if made available. As the lot number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Photographs provided by the customer did not appear to match the reported catalog number, and it was initially unknown if the issue was related to livanova product. Through follow-up communication with the customer, livanova learned that the catalog number reported was incorrect. The customer reported the correct catalog number and stated that the crack occurred in the 3" line extending off of one of the luer port connectors. The customer described the tubing as stiff tubing that tended to kink. While one of the techs was attempting to straighten out the tubing, it cracked between the luer port and the tubing. The customer reported that the same malfunction occurred on the positive pressure side of the circuit, causing a leak. Several components from the involved circuit were returned to livanova for evaluation. Visual inspection confirmed the reported issue. Cracked/torn tubing was identified at the connection site of the tubing to the male luer of the 6¿ pvc line with luer lock. The tear effectively opened approximately three quarters of the tubing. The 6¿ pvc line with luer lock and stopcock are provided by a supplier to livanova for inclusion in the custom perfusion tubing set. The supplier has been made aware of this event through a supplier quality notification (sqn). Any findings or corrective actions carried out by the supplier will be documented within the livanova sqn system. Research did not identify any additional complaints or supplier quality issues against this part number within the past 18 months.

Event description:
On (B)(6) 2018, livanova received a user medwatch report (B)(4) stating that the ECMO pressure monitor tubing of the custom perfusion tubing set cracked at the lure lock/tubing connection during an ECMO case, causing air to enter the circuit. Air reportedly ended up in the arterial limb of the circuit and the patient was clamped off ECMO support to prevent air emboli from entering heart/lungs. The patient was reportedly off ECMO for approximately 5 minutes while the equipment was repaired and the air was removed from the circuit so that flow could be safely resumed to the patient. While off ECMO, the patient reportedly experienced a hypoxic episode. Upon flow resumption, the patient recovered with no obvious injury. The damaged section of the circuit was replaced to resume the procedure. The customer reported at the time that the patient had returned to baseline. There was no report of patient injury.